Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was unable to boot up. Upon functional testing, the fse identified that the x-ray pc was replaced by the third-party technician and the technician attempted to load a backup but lacked the necessary access and the new license did not activate. To resolve the reported issue, the fse restored system settings and configurations using the most recent available backups and performed all the missing calibrations. After this, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to boot, stalling at the start-up screen. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.